Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure there was difficulty advancing the sheath into the femoral vein. A dilator and stiff wire were then used, the vein tore, and interventional radiology and vascular surgery were required to repair the vein to stop a life-threatening bleed. The outcome of the procedure is unknown. No further patient complications have been reported as a result of this event.